Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected.the device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to an out-of-range impedance measurement which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was observations of noise that was being oversensed which resulted in pacing inhibition. It was noted that the patient was shoveling at that time and may have felt the switch. Technical services discussed options for troubleshooting. Subsequently, the device was explanted, and the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to an out-of-range impedance measurement which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was observations of noise that was being oversensed which resulted in pacing inhibition. It was noted that the patient was shoveling at that time and may have felt the switch. Technical services discussed options for troubleshooting. Subsequently, the device was explanted, and the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.